Event description:
Reportedly the ventricular lead associated to the subject pacemaker was found to be not capturing after three weeks of implantation. While attempting to reposition this lead, the set screw malfunctioned on the pacemaker, making it necessary to replace both the device and the lead. There was no issue with initially disconnecting the v lead from the generator. After repositioning the lead and adequate testing with a psa, the issue occurred while attempting to reconnect the lead to the pacemaker. It should be noted that no clicking from the torque wrench was heard. No clicking was heard when a second torque wrench was used as well.

Event description:
Reportedly the ventricular lead associated to the subject pacemaker was found to be not capturing after three weeks of implantation. While attempting to reposition this lead, the set screw malfunctioned on the pacemaker, making it necessary to replace both the device and the lead. There was no issue with initially disconnecting the v lead from the generator. After repositioning the lead and adequate testing with a psa, the issue occurred while attempting to reconnect the lead to the pacemaker. It should be noted that no clicking from the torque wrench was heard. No clicking was heard when a second torque wrench was used as well.